Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/15/2021 it was reported by a sales representative via email that an ar-3638 knotless fibertak anchor tip broke off during a labral repair upon insertion of the implant and it remains in the bone. The surgeon completed procedure without incident. Additional information provided on 09/17/2021: device was used according to technique and broke upon insertion. An ar-3600nd-2 was used to prepare the bone socket for insertion. Case was completed using a new ar-3638 available for the case. The patient was young and had very hard bone quality according to the physician.

Manufacturer narrative:
Complaint confirmed. Visual evaluation showed the distal tip broke off. Dimensional evaluation or relevant features revealed the device meets specifications. No other abnormalities observed. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.